Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was this discovered by a (B)(4) associate prior to sale? The product was delivered to the distributor. The final customer claimed the issue.

Event description:
It was reported that prior to use on a patient on (B)(6) 2017, it was found that the box and single unit of suture had an additional label (covering the original one) with a wrong (B)(4) description. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
Received an opened box with nine unopened samples for evaluation. During the visual inspection of the box, an additional label was stuck in one side of the box; also, the foils has an additional label on the bottom. The information on the additional label does not match with the print on the box and foil due to the information in the additional label is wrong ( suture surgical, not absorbable, black monofilament). The print information on the box and foils is violet braided absorbable suture. In addition, the foils were opened and the needle/suture combinations into foils belong to a violet braided absorbable vicryl suture. According to the sample condition, the assignable cause of packaging - labeling identification is incorrect label copy.